Event description:
It was reported that the patient had a tethered buttock scar (implant incision scar on left buttock) with associated pain. The scar was injected with 80 mg depo-medrone with 10 mls 0.5% bupivicaine. It was noted that this resolved.

Manufacturer narrative:
Product ID 30932836, serial# (B)(4), implanted: 2005-(B)(6), product type lead, product ID 30951036, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).